Manufacturer narrative:
(B)(4). The device history review for the product auto endo5ml, lot number 73e1500260 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: when the clip was locked it did not detach from the applier and the surgeon had to press several times on the applier to free the clip. The patient's condition was reported as unknown.